Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. All components were removed and a total knee system was implanted.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09309 / 09310). Discarded.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09310).